Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the inferior vena cava (ivc) filter. The patient is also reported to have experienced mental anguish. Approximately eleven years after the implant, the patient had a computerized tomography (CT) for complaints of left lower quadrant pain. The scan revealed that the inferior vena cava was in an unchanged position, but there was a "very small break in one of the left posterolateral struts." The indication for the filter implant was a history of lower extremity thrombosis and recent stroke, it is unknown if the stroke was thrombotic or hemorrhagic in nature. The filter was placed via the right common femoral vein and deployed with its apex at the l1-l2 level. There were no complications and the patient tolerated the index procedure well. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Without images or procedural films for review, the reported, fracture and fractured strut migration could not be confirmed, and an exact cause could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to determine a relationship between the device and the reported events, there is currently nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
(B)(4). Please note that device reported is an trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient demographics including medical history were not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported, the patient underwent placement of a trapease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the ivc filter. As a direct and proximate result of tense malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient underwent placement of a trapease vena cava filter which subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture of the ivc filter. As a direct and proximate result of tense malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of lower extremity deep vein thrombosis and stroke. The filter was deployed with its apex at the l1-l2 level. There were no complications and the patient tolerated the index procedure well. Eleven years after the index procedure, a computed tomography (CT) scan revealed that the inferior vena cava was in an unchanged position, but there was a "very small break in one of the left posterolateral struts." According to the patient profile form (ppf) the patient is very upset, concerned and is suffering from mental anguish. Additional information is pending and will be submitted within 30 days of receipt.